Manufacturer narrative:
Based on the evaluation of the system data logs, the system and handpiece performed as expected. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. The review of the system/data logs does not indicate there is any handpiece or system issue present. The thermage treatment tip had been previously used for 984 treatments. The tip passed flow and thermistor testing, however, the tip failed leak testing and visual testing due to the observation of dielectric breakdown. No functional testing could be performed due to the observation of dielectric breakdown. Service confirmed damage on the tip membrane along the rf trace. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is necessary at this time. Investigation found that flames/sparks from the tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane. Defects on the tip membrane can lead to a raise in temperature of the tip during treatment and can potentially cause patient burns. The investigation is complete.

Manufacturer narrative:
Final test verification specifications are acceptable. No nonconformities or anomalies were found related to this complaint when reviewing the device history record for serial/lot number (B)(4). Further investigation is underway.

Event description:
A user facility in (B)(6) reported that a thermage tip sparked during patient treatment. There was no patient injury. The customer reported having successfully completed a cpt eye treatment, and then continued with a face treatment for the same customer. Halfway through the treatment error messages were received that would not allow the treatment to continue. The tip had 627 pulses left, and the customer changed to a new tip to continue the treatment. On the 665th pulse a spark was observed and they discontinued the treatment immediately.